Event description:
Patient experienced a medical emergency/arrest while undergoing a watchman device placement procedure in cath lab using a versa cross connect sheath. After transeptal puncture the patient had st segment elevations, followed by ventricular tachycardia, which degenerated to ventricular fibrillation and arrest. Air entered sheath after transseptal puncture during laa(left atrial appendage) closure/watchman device placement surgery. Surgeon concerned with potential valve fatigue on the sheath. Patient underwent prolonged resuscitation effort with approximately 25 minutes of downtime. Impella was placed during resuscitation. Patient expired on (B)(6) 2023. Potential product design issue. Potential provider technique issue.